Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that the waveform of an implanted impella cp became uncoupled due to the pigtail getting caught in the mitral valve. Initial attempts to free the pigtail were unsuccessful, but the pump was eventually advanced and the waveforms stabilized. Two days later, the left femoral impella side developed sanguineous drainage after the patient moved. The dressing was changed, heparin was withheld, and one unit of packed red blood cells was transfused to treat the bleed. The patient was transferred to comfort care and two days later passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of access site bleeding and positioning issues has been completed. The impella device was not returned for evaluation. Positioning issues: the cause of the positioning issue most likely was use related since the bedside echocardiogram showed impella appearing shallow with pigtail in mitral valve (mv), unable to free pigtail from mv and advancing the position 1.5 cm later resolved issue. Access site bleeding - major: the cause of bleeding issue most likely was due to patient movement since the patient had become agitated/confused and was moving affected extremity before leg immobilizer was placed. B2 required intervention selection was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30598.